Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was admitted to hospital due to hyperglycemia, on (B)(6) 2020 with above 600 mg/dl blood glucose level and treated with manual insulin injection at hospital. Customer was using a cannula based infusion set and the cannula was bent. Customer was assisted with troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.